Event description:
Surgeon made a pilot hole in pt's front shoulder. Took the anchor and placed in pilot hole approx 3/4" in hole and metal anchor snapped off. The top of the anchor was in the pt and back part of anchor was in the drs hand. The dr used a screw removal kit to remove the piece. Then took another anchor and it worked. It was stated that the surgeon pre-drilled the insertion site prior to introducing the anchor. It wasn't known if the surgeon used the ao two-finger technique. A delay of twenty-five minutes resulted during the removal of the threaded portion of the device. No pt injury or complications resulted.